Manufacturer narrative:
No system error messages were noted for this event. No system performance information was provided by customer. A field service engineer (fse) was dispatched: the fse inspected the instrument and discovered leaking wash buffer transfer peri-pump tubing to be leaking. The fse replaced the tubing and verified system performance to published specifications. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) to report leaking from the front left of the unicel dxl 600 access immunoassay system. No report of injury to the user was reported.